Manufacturer narrative:
The device evaluation has been completed. The device was inspected and reddish material was found inside the pebax, no internal parts exposed. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t-bar was found slid down causing the improper deflection condition. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks, pu lifted and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t bar sliding down. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's ref#: (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. During the operation, the thermocool® smart touch¿ electrophysiology catheter could not deflect to specification. A second catheter was used to complete the operation. There was no patient consequence. The event has been assessed as not reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. On (B)(6) 2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (fal) for evaluation. Initial visual inspection identified, ¿reddish material in pebax sleeve, however, no internal parts exposed.¿ this finding is not reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. On (B)(6) 2019, further product analysis which included a scanning electron microscope (sem) analysis. The sem showed evidence of ¿sem showed evidence of mechanical damage, stress marks, pu lifted and a hole on the surface of the pebax.¿ this issues of the pu being lifted and a hole on the surface of the pebax have been assessed as MDR reportable malfunctions. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on (B)(6) 2019, and have reassessed this complaint as reportable.